Event description:
It was reported that the balloon got stuck in the guidewire lumen. An endovascular therapy was performed for the chronic total occlusion (cto) from the common iliac artery to the external iliac artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was used selected for treatment. After passing the guidewire, the device was inflated before it was removed. During the procedure, when inserting into the sheath after imaging, the device got stuck in the guidewire lumen and could not be re-inserted into the sheath. A different device was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided. Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink to the guidewire lumen 15.5cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon got stuck in the guidewire lumen. An endovascular therapy was performed for the chronic total occlusion (cto) from the common iliac artery to the external iliac artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was used selected for treatment. After passing the guidewire, the device was inflated before it was removed. During the procedure, when inserting into the sheath after imaging, the device got stuck in the guidewire lumen and could not be re-inserted into the sheath. A different device was used to complete the procedure. There were no patient complications reported. It was further reported that the lesion was 100% stenosed, moderately tortuous, and moderately calcified. When the physician attempted to reinsert the balloon, it got stuck in the guidewire lumen so it couldn't insert anymore. There were no damages or defects noted on the device.